Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient taken under the airport custody by airport police and emergency medical services (ems) due to hyperglycemia and went into diabetic shock and was passed out. The patient's blood glucose levels reached 248 mg/dl. The omnipod personal diabetes manager (pdm) would not hold a charge. The battery would be 90% charged and then turn off when the patient arrived at the airport. The patient was observed by medical personnel for half and hour then released.